Event description:
It was reported via the stryker facebook page; horrible pain!

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned.